Manufacturer narrative:
Correction: h6 device codes (fdd/annex a). Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
All tachyarrhythmia detections and therapy were turned off and a venogram was performed to assess the patient's subclavian vein access. No additional action was taken.

Manufacturer narrative:
Correction: b5. Product event summary: analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right ventricular (rv) lead integrity alert (lia) triggered. It was noted that the sensing integrity counter (sic) had a recent increase and at the same time, there was also a small increase in the impedance. Additionally, the patient experienced inappropriate ventricular fibrillation (vf) therapy due to noise seen in the electrograms (egm). Review of the episodes revealed oversensing of a non-physiologic morphology. It was suspected that the noise was due to myopotential, but there wasn¿t any myopotential seen during the in-house device check. The rv lead remains in use. No further patient complications have been reported as a result of this event. All tachyarrhythmia detections and therapy were turned off and a venogram was performed to assess the patient's subclavian vein access. No additional action was taken. It was additionally noted that the patient had six more episodes of inappropriate shock due to noise over the course of several days.

Event description:
It was reported that right ventricular (rv) lead integrity alert (lia) triggered. It was noted that the sensing integrity counter (sic) had a recent increase and at the same time, there was also a small increase in the impedance. Additionally, the patient experienced inappropriate ventricular fibrillation (vf) therapy due to noise seen in the electrograms (egm). Review of the episodes revealed oversensing of a non-physiologic morphology. It was suspected that the noise was due to myopotential, but there wasn¿t any myopotential seen during the in-house device check. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.